Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set leak events between 18-apr-2024 and 24-apr-2024. The infusion sets were in use for between 12-24 hours for all events. The leak was at the site. The patient replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 7 of 8.